Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). The 510k# unknown, not yet assigned. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part.: part: 07.702.016s / lot: 5e53130 manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 09 sept 2015 exp. Date: 31 may 2018. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that it, on (B)(6) 2016, it was not possible to mix the cement because it was to hard and to strong. Also, it was not possible to move the stempel forward or backward. There was a 4-5 minutes delay to surgery time, however, no patient harm. This complaint involves 1 part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was conducted. After disassembling of the system no failure could be detected. The contained bone cement has been mixed with at least 2 up and down movements of the mixer, so initially the mixer had worked correctly. A retained sample of the affected batch has been analyzed in a previous response. The retain sample operates within the specified parameter. During the first movement of the mixing rod it is possible that some powder particles come in the area between the rod and the surrounding axis. This has the result that the mixing rod is only movable with slight resistance; however a movement is still possible. The investigation found no manufacturing related issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.